Event description:
Per distributor, there are several cases where lactosorb implants have been removed because the pt(s) developed infection.

Manufacturer narrative:
Detailed info regarding the cases has been requested, but not yet received. At this time, we do not know how many cases had revision surgery, nor which lactosorb parts (plates, screws, mesh, etc) were involved. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore, a facility medwatch report will not be available.